Event description:
A borderline positive advia centaur cp troponin test result was obtained on a pt sample and reported to the physician. The pt sample was retested on the original advia centaur cp and tested on a backup advia centaur cp. The troponin results were negative for both. The customer reported the corrected result to the physician. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
The cause for the pt discordant advia centaur troponin result is unk. The customer did note sample integrity issues on previously run samples and declined a siemens field service intervention. No further eval of the device is required.